Event description:
It was reported that the patient underwent an unspecified spinal fusion surgery using rhbmp-2/acs. Reportedly, the patient is still experiencing back pain that is worse when bending down, and the patient is reportedly unable to lift and play with her child. It is unknown if the patient was able to return to work, although the patient stated that she was allegedly two years behind where she could have been.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent an unspecified surgery using rhbmp-2/acs. Reportedly, the patient is still experiencing back pain that is worse when bending down, and the patient is reportedly unable to lift and play with her child. It is unknown if the patient was able to return to work, although the patient stated that she was allegedly two years behind where she could have been.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2010 ¿ pt presented for surgery with recurrent lumbar disk herniation, l5-s1, with complete disk space collapse and radiculopathy. Procedure was for discectomy, posterolateral fusion l5-s1 with bilateral pedicle screw fixation and bmp in the lateral gutters, l5-s1 interbody fusion with cage and local bone graft in the interbody space and cage. ¿over a period of time beginning after 6 to 9 months from her surgery, she began experiencing left leg pain. This was seem to show on exam weakness of the left ehl i.e., the left l5 nerve root along with positive emg findings to the left l5 nerve root and a CT scan showing significant overgrowth of bone into the neural foramen of l5-s1 on the left side compressing the left l5 nerve root.¿ on (B)(6) 2012 ¿ pt. Presented for surgery with left l4-l5 spinal stenosis, secondary to bmp overgrowth. Procedure performed was re-exploration of previous fusion area, l5-s1, left side, decompression of left l5-s1 neural foramen, complete facetectomy, and removal of left-sided pedicle screws and rods.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with recurrent lumbar disc herniation, l5-s1, with complete disk space collapse and radiculopathy and underwent the following procedures: lumbar fusion, l5-s1 posterolateral. Re-exploration of previous discectomy. Repeat lumbar discectomy and transforaminal lumbar decompression, left side. Posterior pedicle screw instrumentation bilaterally, l5 and s1 with bilateral rods. Placement of intervertebral fusion cage, l5-s1. Application of local bone grafts intervertebral space and cage and bone morphogenic protein allograft to posterolateral gutters. Use of intraoperative fluoroscopy x 3 hours. As per op-notes, "bone morphogenic protein wrapped in a calcium sulfate matrix was then placed spanning the area from the transverse process of l5 to the ala of the sacrum. Bilateral bars 35 mm in length were then placed. On the left side, some compression was exerted to ensure capture of the interbody cage. Ap and lateral films were taken and showed good location of all hardware. On (B)(6) 2011: the patient underwent CT of lumbar spine-post myelogram. Impression: at l3-l4, there is mild central stenosis. At l4-l5, there is central mild stenosis. At l5-s1, postsurgical changes are present. There is mild central stenosis. Soft tissue in the left neural foramen could represent recurrent left lateral/intraforaminal disc protrusion with compression of the exiting left l5 nerve or postsurgical perineural fibrosis. On (B)(6) 2011: the patient had ortho re-evaluation, which revealed patient had reached mmi and was assigned a 23% impairment rating. The impression was status post lumbar fusion at l5-s1 with no evidence of solid fusion at l5-s1 with possible recurrent disc at the left l5-s1. On (B)(6) 2012: the patient underwent CT which showed significant overgrowth of bone at the left l5-s1 foramen and that was consistent with her symptoms. Due to which patient underwent revision surgery on (B)(6) 2012. On (B)(6) 2012: the patient was pre-operatively diagnosed with lumbar spinal stenosis l4-l5, left secondary to bone morphogenic protein overgrowth and underwent the following procedures: reexploration of previous fusion area, l5-s1, left side. Decompression of left l5-s1 neural foramen, complete facetectomy i.e. Transforaminal decompression. Removal of left sided pedicle screws and rods. The patient underwent x-ray of lumbar spine post hardware removal. Impression: post removal of left l5 and s1 hardware. On (B)(6) 2013: the patient underwent CT of lumbar spine without contrast due to back pain and history of epidural injection. Conclusion: prior posterior fusion at the l5-s1 level with a laminectomy and right sided pedicles screws only. Minimally anterior subluxation of l5 on s1 by several millimeters. Broad-based bulging annulus at the l5-s1 level with soft tissue density extending into the left neural foramen which may represent disc material or granulation issue. No acute bony fracture or dislocation or obvious acute epidural lesion identified. On (B)(6) 2015: the patient underwent revision surgery at l5-s1. The neurosurgeon's note states "has what appears to be a re-stenosis of the previously decompressed l5-s1 level due to heterotrophic ossification from previous use of bone morphogenic protein." The left l5-s1 foramen was found to be severely stenotic from the area of the outer third of the foramen going medially somewhat. There appeared to be significant compression of bony overgrowth.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, the patient was implanted with rhbmp-2/acs at l5-s1 from a posterolateral approach and the implant was placed in the posterolateral gutters outside a cage. Post-op, the patient complained of severe pain and numbness that radiated into her lower extremities.